Manufacturer narrative:
Outcomes attributed to adverse event: other serious should be checked. Event date: (B)(6) 2013. Health professional should be checked. All pertinent information available to the manufacturer has been submitted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Further information noted that the patient's symptoms occurred three (3) days post op. The patient saw a neuro-ophthalmologist and tests came back negative for other possible neurological tests. Further information provided by the implanting doctor indicated that the patient was 20/20 in both optics. The doctor did not think the patient's condition was product related, rather the patient may not be adjusting well to the symptoms and the lenses. The doctor will continue to follow the patient and the patient's care. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient is experiencing symptoms of shimmering, pulsing, and shaking vision temporally after implantation of an intraocular lens (iol) in the right optic. Patient's symptoms were noted to be debilitating and affecting daily activities. No additional information was provided.